Event description:
It ws reported that during a angiogram and subsequent resulting atherectomy procedure, a guide wire was stuck on a catheter. The 80% stenosed lesion was located in the severely tortuous and severely calcified left leg, in the tibioperoneal trunk and peroneal artery. The lesion details are unknown. A pt2 moderate support 300cm guide wire was advanced to the lesion. Another manufacturer's catheter and atherectomy device were used in the procedure. The atherectomy device "stopped working" and was withdrawn from the patient. The guide wire was "entangled in the catheter." The procedure was completed with another catheter and another of the same guide wire. No patient injuries or complications were reported. The patient status is reported as "fine."

Event description:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).